Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release. Block h10: investigation results. The returned resolution clip device was analyzed, and it was found that the clip assembly was stuck into the bushing and with the clip assembly bottom part deformed. No other problems with the device were noted. The reported event of clip unable to release was confirmed. Investigation found that it is possible that this could have happened due to the amount of the tissue grasped which was bigger than the clip could close, causing that the customer needed to apply an excess of force to close the clip arms in order to activate them, but due to the amount of tissue grasped, this force was enough to detach the clip from the bushing, but it was not to activate them. Then due to this detachment, when the customer attempted to reposition the clip into the bushing, the clip got incorrectly positioned, and most likely the physician kept pulling back the clip and cause the control wire and clip detachment, causing a deployment problem. Regarding the damages found on the clip assembly, this is likely due to the entrapment against the bushing. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
Note: this report pertains to the one of two resolution clips that were used in the same procedure. It was reported to boston scientific corporation that a resolution clip device was used for bleeding during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the clip was unable to release from the catheter. Attempted to close the handle but was unsuccessful. The control wire broke. Another of the same device was opened and the same problem occurred. The procedure was completed. There were no patient complications reported as a result of this event.

Event description:
Note: this report pertains to the one of two resolution clips that were used in the same procedure. It was reported to boston scientific corporation that a resolution clip device was used for bleeding during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the clip was unable to release from the catheter. Attempted to close the handle but was unsuccessful. The control wire broke. Another of the same device was opened and the same problem occurred. The procedure was completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
H6: imdrf device code a15 captures the reportable event of clip unable to release.